Manufacturer narrative:
Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by dentsply sirona. Battery (was charged at an operating time of 28:22:26 hours, 91 x, with 14 charging cycles would have been sufficient) defective. Two contra angles included, one of them no original vdw.

Event description:
In this event it was reported that a silver reciproc motor suddenly stops during use. The event outcome is unknown as of this MDR evaluation.